Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a wear problem. The lead was returned due to the patient-related issue. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located distal to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.